Event description:
The surgeon implanted a toric silicone lens model aa4203tl and the haptics tore during implantation. It was indicated that the incision was enlarged and sutures were needed when the lens was removed. There were no other pt injuries. An msi-tr injector and an mtc-60c cartridge were used during surgery, but the lot numbers unknown.